Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient programmer was showing ins off. She heard something by her ear early in the morning and saw the ins was off. One the ins was turned on, the patient's hand started tingling. The issue was resolved by the end of the call.